Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.2.1. Operating system: 26.3. Hardware: iphone17.1. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that when the patient was swimming at the beach, their pod began leaking an orange substance. It was also noted that the pod was cracked. The had been worn on the patient's hip, between 4 and 24 hours. It was also noted that the pod was beeping. Blood glucose levels were not reported. Medical treatment was not required. Not applicable as the event is not reportable.